Event description:
Add'l info rec'd from MFR 4/27/04: both of the reasons for return were given as "pump caught on fire". They were both returned with a burn hole through the case near the lever, in front of the downstream occlusion sensor. The failures in these pumps did not show any new indications of failure other than already identified in previous evaluations of the two pumps from this same location. The heating was determined to be concentrated around the base of the hall effect switch where the leads enter the case of the component. All indications still direct the cause of this failure to the presence of residue (and possibly fluid) inside of the case and around the hall effect sensor and leads. The other two identical sensors mounted internal to the pump case in the same general proximity did not exhibit any residue in or around them nor did they exhibit any failures. The failures in these two pumps seem to follow the trend set forth by the failures in the other two pumps. Other notes: history logs of the pumps were downloaded. No abnormal operations were indicated in the history logs except at end when fix 04 and/or fix 23 occurred. Note the fix 23 is the failure of the hall effect (lever sensor).

Event description:
Two each sigma 8000 infusion pumps were sent to biomedical engineering with signs of burning on pump tube release levers on lower left of pumps.